Manufacturer narrative:
The reported symptom draining slowly¿ was not confirmed during the treatment. The reported symptom noisy ¿was confirmed during the drain phase of the treatment. A visual inspection of the returned cycler exterior showed no sign of physical damage. A post-accelerated stress test 2 hour 15 min 8500 ml simulated treatment was performed and completed without any failure, however there was grinding sound heard during the drain phase, the drains were within the limit. During the internal inspection of the cycler found that the noise was coming out of the compressor. Teach pump test passed. Accelerated stress test was performed and passed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
During routine follow up on a customer experience, the peritoneal dialysis patient contact reported that the patient was hospitalized for an unspecified reason. Follow up with the patient¿s peritoneal dialysis nurse declined to provide additional information as to the cause or relationship of the patient¿s hospitalization and the patient¿s peritoneal dialysis treatments.